Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap could not be secured to the battery compartment without the yellow o-ring showing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: during testing, the pump booted to the ¿verify¿ screen in accordance with normal operation. During evaluation, the battery cap was not able to fully secure to the pump due to the threads being damaged. The battery cap contact height and width measurements were found to be outside of the required specifications. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the grip pad. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.